Manufacturer narrative:
The patient was born in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The breach was further described as non-compliance to sterilization technique. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (further details were not reported) for the event. Sixteen days after the onset, the patient recovered and stopped antibiotic treatment. At the time of this report, pd therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.